Manufacturer narrative:
On 5/14/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample some creases were observed on the anterior and posteriors aspect. Within crease a rupture was observed on the anterior aspect, measuring approximately 0.2 cm. Also an area of missed material was observed on the posterior view, measuring approximately 1.6 cm x 1.0 cm. Microscopic examination was performed on the edges of the missed material area and no evidence of instrument damage was found. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, compression during mammographic imaging. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 575cc mentor memorygel breast implant catalog: 3505751bc lot: 7376353 sn: (B)(4) and (left) 575cc mentor memorygel breast implant catalog: 3505751bc lot: 7548656 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 625cc mentor smooth round moderate profile saline catalog: 3501695 lot: 6837999 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with a 575cc mentor smooth round moderate profile saline breast prosthesis on the right and a 625cc mentor smooth round moderate profile saline breast prosthesis on the left, experienced right side deflation post-operatively. As a result, the patient underwent bilateral removal on (B)(6) 2019.